Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the cable was not reading any saturation at all and had turned itself off with no alarm to indicate cessation of monitoring. No patient impact or consequences were reported.

Event description:
The customer reported that the cable was not reading any saturation at all and had turned itself off with no alarm to indicate cessation of monitoring. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.